Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the exposed portion of the soft cannula was kinked, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels rose to 23 mmol/l (414 mg/dl) while wearing the pod for less than 1 hour. The device investigation observed a kinked exposed cannula during testing.